Event description:
It was reported there were high impedances at a recent implant. The patient returned to the hospital because his paresthesias did not feel correct. They were in his abdomen and side instead of his legs. The patient also had pain and less than 50% therapy relief. Impedances greater than 10,000 ohms were seen on electrodes 2 and 3. The physician suspected a lead issue. The connection between the lead and the extension was revised. The lead was connected to the multi lead trialing cable and impedances were measured and found to be ¿ok.¿ the physician did a repositioning of the lead and the patient felt the correct stimulation in the legs. The connection between the extension and the implantable neurostimulator (ins) was also revised. The physician cleaned the connector and reconnected the extension and ins. All impedances measured were greater than 10,000 ohms. The measurement was performed inside and outside of the ipg pocket. The physician replaced the ins and impedances measured were okay and the patient felt the correct stimulation. The event required hospitalization, replacement, and medical intervention of analgesic drug. Impedance testing, x-rays, and reprogramming were performed. The issue was resolved and the cause of the event was suspected to be that the ins connector did not work. The patient status at the time of the report was ¿alive- no injury.¿

Manufacturer narrative:
Concomitat products: product ID: 3487a-33, serial# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_ext, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.